Event description:
On (B)(6) 2018, a patient with highly symptomatic aortic stenosis and coronary disease underwent an aortic valve replacement with perceval pvs27. After the excision of the heavily calcified three-lobular valve and a careful decalcification of the aortic annulus, a careful sizing was reportedly performed and it was decided to implant a pvs27. After removing the guiding sutures and performing the post-dilatation ballooning at 5atm, the device appeared well-fitted and the patient was weaned from bypass. However, after a new echocardiographic check, a considerable paravalvular leak in the right coronary sinus was detected, and it was decided to explant the sutureless valve and replace it with a conventional surgical valve. Upon re-opening of the aorta, the perceval valve was again inspected and a good fit with no macroscopic evidence of a paravalvular leak was identified. After removal of the pvs27, a new sizing was performed and a magna ease 23mm was ultimately implanted. The patient was discharged on (B)(6) 2018.

Event description:
The manufacturer was informed on this event through the persist database. On (B)(6) 2018, a patient with highly symptomatic aortic stenosis and coronary disease underwent an aortic valve replacement with perceval pvs27. After the excision of the heavily calcified three-lobular valve and a careful decalcification of the aortic annulus, a careful sizing was reportedly performed and it was decided to implant a pvs27. After removing the guiding sutures and performing the post-dilatation ballooning at 5atm, the device appeared well-fitted and the patient was weaned from bypass. However, after a new echocardiographic check, a considerable paravalvular leak in the right coronary sinus was detected, and it was decided to explant the sutureless valve and replace it with a conventional surgical valve. Upon re-opening of the aorta, the perceval valve was again inspected and a good fit with no macroscopic evidence of a paravalvular leak was identified. After removal of the pvs27, a new sizing was performed and a carpentier-edwards perimount magna ease was ultimately implanted in a supra-annular position. The patient was discharged on (B)(6) 2018.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. As the device was not received for analysis, no further investigation can be performed at this time. Based on the available information, it is not possible to establish the root cause of the event. However, based on the documents review, no manufacturing deficiencies were identified. Considering that a perimount magna ease 23mm was ultimately implanted in a supra-annular position, it is possible that the pvs27 was oversized, thus contributing to the reported event. However, since the operational note reports that upon inspection, the perceval showed a good fit, this cannot be ultimately confirmed.